Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by acute myocardial infarction. During index procedure, an endeavor sprint drug eluting stent was implanted in the left main. Approximately 12 months post index procedure, the patient suffered upper gastrointestinal bleeding and was treated with medication. The patient was on dapt at the time of the event. The patient recovered. Investigator assessed that event is not related to study device.